Event description:
It was reported that the burr was fractured. A 1.50mm rotablator plus was selected for use. During draw test, the physician lodged the burr in the y-adapter and tested the speed. Then, when he pulled the burr out, it was noted that the burr was fractured from the advancer. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus atherectomy device. The burr was not returned for analysis. The advancer, drive shaft, handshake connections, sheath, and coil were visually and microscopically examined. Inspection of the device found that the coil was stretched and detached at the distal end.

Event description:
It was reported that the burr was fractured. A 1.50mm rotablator plus was selected for use. During draw test, the physician lodged the burr in the y-adapter and tested the speed. Then, when he pulled the burr out, it was noted that the burr was fractured from the advancer. The procedure was completed with another of the same device. No patient complications reported.